Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's stimulator stopped working because the battery was depleted. Patient reported no actions taken and no pain and did not need stimulator. Patient reported issues has resolved. Patient reported that for now the battery remains implanted and does not know if it will be removed in the further.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - arachnoiditis. It was reported that the patient's pain stimulator just stopped and no doctor turned it off. It was reported the device was still inside the patient's body, including the leads. No symptoms reported. No further complications were reported/anticipated.